Event description:
It was reported that there was a high ventricular threshold warning. At an in-office check, the right ventricular lead impedance and threshold were good. The ventricular capture management was turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted (B)(6) 2012. (B)(4).